Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for reported difficult positioning the device and difficult to remove (chordal entanglement). The patient effect of tissue damage was related to procedural conditions. The reported patient effect tissue damage, as listed in the mitraclip nt system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the unintended movement of the cds, difficulty removing the device resulting in tissue damage, thus requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully deployed at a2p2. A second clip delivery system (cds) was advanced to be deployed on the lateral side of a2p2 however the clip went to the medial side of the left ventricle (lv). The cds was retracted to the left atrium (la) and reinserted into the lv. The leaflets were able to be grasped however the chordae was also grasped. The cds was retracted to the la however the clip was entangled in the chordae. Troubleshooting was performed and the clip was able to be freed however the chordae ruptured, causing a small prolapse of the anterior mitral leaflet (aml). The cds was removed and replaced with a new clip which was deployed on the lateral side of a2p2 at the damaged chordae, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.